Event description:
It was reported that telemetry confirmed an alarm due a 0ml reservoir volume. The patient was experiencing withdrawal. The patient had an increase in baseline pain, sweating (diaphoresis), the patient couldn¿t walk or move, and the patient had been lying on the floor. The patient¿s last refill was in (B)(6) and the patient was under the impression that the personal therapy manager (ptm) was a back-up pump that delivered its own medication. The withdrawal symptoms and critical alarm started 2 days prior to the report. The pump was infusing dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid 10mg/ml; 2mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The event date was (B)(6) 2015. The patient missed a refill. The patient relocated from ny to fl. The physician accessed and aspirated from the side port on (B)(6) 2015. On (B)(6) 2015 additional information was received from a healthcare provider. The patient had followed up with the physician last week. This was a new patient to them and the pump went empty. The hcp performed a catheter myelogram (with dye) and aspirated from the catheter access port (cap). The catheter was confirmed to be patent. The pump was not filled at that time and the catheter was not re-primed. The plan was for the patient to come back in and set the pump to minimum rate mode and let it run for 76.5 days. The physician did not want to do the removing system contents procedure or re-prime the catheter. After the 76.5 days have elapsed they will fill the pump with saline and run it at a high rate (1 ml/day) to make sure there was no damage to the inner pump tubing by checking for volume discrepancies. The patient was now opioid naive. The logs were not available to determine when the pump went empty as it happened several months ago. The catheter was clear of drug (has dye in it from the dye study performed). The inner pump tubing has dilaudid 10 mg/ml and the reservoir was empty currently but will have saline in it at the next visit.